Event description:
Device issue: failure to deploy-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, when the device was removed, bleeding continued. When the device was removed, the clip remained on the clip delivery tubeset. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.